Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 60% stenosed, 21mm in length, de novo target lesion was located in the non tortuous, moderately calcified and 4mm in diameter right coronary artery. Predilatation was not performed because of the large diameter of the vessel. An unspecified size jr4 guide catheter was used. After a non bsc guide wire crossed the target lesion, a 4.00mm x 24mm promus element stent was advanced but was not able to cross the proximal part of the lesion. The device was successfully removed after some manipulations. The physician opted not to use the device again because of possible stent damage. The procedure was completed with a 4.00mm x 16mm liberté stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).